Event description:
A green top vacutainer tube was found to be defective. The defect was not discovered until the stopper was removed. This caused a laboratory analytic machine roche mpa plus (modular pre-analytics plus system) which performs the front end processing for chemistry samples (spin, uncap, aliquot, distribute, recap, archive) to jam. Three patient blood specimens were redrawn.I have a picture of the tubes with the defect that was found but could not find a place to upload it in the report. I am happy to forward the picture.====================== manufacturer response for bd green top vacutainer, vacutainer pst tube (per site reporter)======================none yet